Event description:
It was reported that during a knee procedure, a drill pin became jammed in a cut guide and the pin fractured upon removal. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned product confirmed signs of repeated use and that the pin has fractured. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.